Event description:
During attempted implant, loss of capture and high pacing impedance were observed on the left ventricular (lv) lead. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device but failed to insert into the test is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.